Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located at the moderately tortuous and severely calcified left anterior descending artery. A 3.00 x 32mm synergy drug eluting stent was advanced for treatment. However, it was noted that the stent got damaged when catheter was advanced to the lesion. The procedure was completed with another of the same device. There was no patient injury reported.